Event description:
It was reported via repair work order that the fowler would drift with weight due to damaged clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.